Event description:
A nurse from an acute care facility reported that the resident was found in a state of decreased consciousness so they tested the resident's blood glucose and received an unk normal reading on their precision xtra meter. The customer's symptoms increased; therefore, they called the paramedics and they received a reading of 54 mg/dl. The time between the facility's reading and the paramedic's reading was about 10 mins. The paramedic treated the resident with unk intravenous fluids and was transported to the hospital. The resident was admitted and was diagnosed with hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.